Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 150mcg/day via an implantable pump. The patient¿s medical history included t8 spinal cord injury; spasticity. It was reported the patient was scheduled for a routine pump replacement with possible catheter revision due to eri (elective replacement indicator) <(><<)>1 month. At a clinic visit on (B)(6) 2024, the physician performed a catheter access study in preparation for the pump replacement and found the catheter to be non-patent. The patient was then subsequently seen in clinic for sequential dose reduction prior to the surgery. The environmental external or patient factors that may have led or contributed to the issue was an old catheter that was implanted in 2011. The diagnostics and troubleshooting performed was a negative catheter access study on (B)(6) 2024, the patient was taken to the or (operating room) and placed in lateral position. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and proximal catheter segment. Once removed from the pocket, the physician attempted to aspirate from the catheter access port, but did not get return of csf (cerebral spinal fluid). The pump and sutureless pump connector were removed and the physician then attempted to use a syringe to aspirate directly from the catheter, but still did not get r eturn of csf. The physician then proceeded to open up the midline lumbar incision and dissected down to the existing spinal segment and anchor. He did note that there appeared to be a suture tied around the spinal segment, which he removed and then again attempted to aspirate from the catheter, but still had no flow of csf. He was then given a new catheter kit, which was placed at the t5/6 interspace. The catheter was then anchored and tunneled around to the existing pump pocket and connected to the new proximal segment. At this point, the physician folded the old catheter onto itself and tied it off using 2-0 silk hand ties in three different areas and abandoned within the pump pocket. The new pump was then connected to the catheter and the physician proceeded to aspirate from the catheter port after placing the pump back into the existing pocket with positive return of csf. Incisions were then irrigated and closed. It was noted that the exact cause of the catheter obstruction was not determined. The issue was resolved at the time of the event, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-nov-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.